Manufacturer narrative:
Combination product: yes the returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the affected instrument confirmed that the stent is deformed at its distal end, i.e. One strut is bent outwards. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent strut was initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. After pre dilatation it was not possible to advance the orsiro mission through the lesion. Upon removal, it was noticed that the edge part was turned up.

Manufacturer narrative:
Combination product: yes.